Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluations revealed that there was no system malfunction. Our investigation of the case logs showed the root cause to be traced to user technique. The preoperative merge contained a magnification shift in the ap and anterior-posterior shift in the lateral image. A merge shift can cause navigation integrity issues, and lead to the misplacement of screws. The user must verify the merge before proceeding to navigation. Additionally, the user repairs the surveillance marker throughout the case. Repairing the surveillance marker without performing an anatomical landmark check can lead to compound error in navigation integrity. The cause of the reported issue was traced to user technique.

Event description:
After placing screws from l2-s1, l5 on the right missed laterally. We did, however, receive a green check mark when placing the screw. The surgeon removed the screw and decided against replacing it.